Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A site representative reported that, while in a procedure, the imaging system became unresponsive. After restarting the imaging system, the site was able to continue with the procedure. It was noted that an unintended noise emitted from the gantry when opening and closing the door. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.